Event description:
Broken implant on the first needle. Unretrieved device fragments. Case completed with competitor products.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Complainant's event is typically caused from excessive insertion force (as opposed to twisting the insertion spear) being applied during the operation of the device, not allowing the trailing suture to remain free and unobstructed during implant insertion and/or over-tensioning of the suture. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Not yet returned to arthrex.